Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the atrial lead exhibited loss of capture and loss of sense. It was also informed that the patient felt muscle stimulation. The patient was brought into the clinic and x-ray was taken. Based on the x-ray, it was confirmed that the atrial lead had dislodged. The atrial lead was explanted and replaced. The patient was stable throughout.